Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a turbohawk to treat a fibrous lesion with 100% stenosis in the mid right superficial femoral artery (sfa). IFU was followed. It was reported that the device could not pack inside the patient but it moved freely outside the patient¿s body prior to placing into the patient. The packer would not advance after the second packing stage and the device was full. The physician cannot confirm if it correctly packed during first pass. No patient injury was reported.

Manufacturer narrative:
Device evaluation visual inspection: the turbohawk was inspected and observed biological debris within the housing inner diameter. The cutter was positioned retracted back into the cutter window. No damage to the housing was identified. Functional testing: the turbohawk was connected to the cutter driver and the powered on. The cutter driver activated as intended. The thumb switch was pushed forward and encountered resistance. The cutter advanced approximately 1 cm from the cutter window. A distal flush tool was placed over the distal assembly and was flushed with water. The thumb switch was advanced a second time, but the cutter stopped at 1 cm from the cutter window. The distal assembly was soaked in water for approximately 24 hours. The distal assembly was flushed and then attempted to advance the cutter with the cutter driver activated. The cutter stopped at 1 cm from the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: no noticeable unfamiliar sounds were emitted from the device. When the device was removed from the patient the thumbswitch was observed to be working but the packer was not advancing. Possible deformity noted, but it is unsure when this occurred. The physician completed the procedure by ballooning some areas. If information is provided in the future, a supplemental report will be issued.